Event description:
It was reported that the patient presented in the emergency room after experiencing dizziness and receiving two inappropriate shocks from the implantable cardioverter defibrillator. The remote transmission identified the patient received shocks due to atrial fibrillation with rapid ventricular rate. Medication was prescribed. No further episodes were noted in clinic on (B)(6) 2017. No programming changes were made.